Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances (>40,000 ohms) were measured on the left side after implant. The cause of the high impedances was possibly the extension and implantable neurostimulator (ins) not being well connected. A revision of the extension and ins connection was done. Following the revision, impedances were measured to be okay and the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Other applicable components are: product ID 37086 serial# unknown product type extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient was not receiving effective therapy on one side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.